Manufacturer narrative:
The hill-rom technician found the foot tray was cracked when the lift was inspected. In the service manual for the sabina ii one of the check points state: foot tray - inspect plastic foot tray cover for cracks and secure fit on metal frame. - verify that the foot frame sits securely on base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the foot tray was cracked. The lift was located on the main floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).